Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the customer filled the cartridge with 300 units. The customer's fill estimate was approximately 218.9 units; however, the pump displayed an insulin amount of 60 units. The customer reloaded the cartridge and received an accurate fill estimate. Additionally, it was reported that after the customer completed the load fill tubing process, the pump redirected the customer back to the fill tubing step. The customer stated that after performing the load fill tubing step for the third time, the customer was able to resume pump therapy. Additionally, it was reported that the pump time and date would appear incorrect. The customer would manually change to the correct date. Customer did not provide any further information regarding the time/date issue. The customer's blood glucose level at the time of the call was 82 mg/dl. The customer would continue to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified. The information will be used for tracking and trending purposes.